Event description:
It was reported that during a pump replacement procedure, they tried to aspirate the catheter while it was connected to the old pump. They were able to aspirate approximately 0.2 ml back from the catheter only. The total catheter volume is 0.199 ml. They could not say that the entire catheter was cleared due to the cap deadspace. The pump was used to infuse hydromorphone. Refer to manufacturer report # 3004209178-2015-12293 for the event associated with not priming the replacement pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10930r39, implanted: (B)(6) 2001, product type: catheter. (B)(4).